Event description:
It is reported that the pt received an acetabular component in his right hip due to osteoarthritis is on (B)(6) 2010. The pt is currently monitored and a revision is scheduled due to assumed loosening.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot eb ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. Zimmer (B)(4) considers this case as closed. (B)(4).